Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The tip and sheath were microscopically and visually inspected. Inspection revealed a kink in the sheath located 48mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa but, the protrusion was too large so the device needed to be fully recaptured. During the full recapture the access system got kinked. There was no other damage and no patient complications.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device and delivery system (wds) were used. The closure device was deployed in the laa but, the protrusion was too large so the device needed to be fully recaptured. During the full recapture the access system got kinked. There was no other damage and no patient complications.